Manufacturer narrative:
Initial and final MDR (B)(4) device 8 of 10.

Event description:
Unomedical reference number (B)(4) event occurred in the united states. On (B)(6) 2024, it was reported by the patient that ten infusions set fell off due to which hyperglycemia occurs within one day of use. High blood glucose level was 300 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available.